Manufacturer narrative:
Ous MDR - the analysis of the lead discovered fraying of the insulation of the lead body at 55 cm and 57 cm distal of the connector pin, as well as a conductor fracture of the rope conductor to the ring electrode at the latter mentioned site. These damages are to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical load at the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. No mfg error or material defect was detected at the lead during the analysis.

Event description:
Ous MDR - after an implantation time of about 21 months, it was reported that oversensing occurred. No deterioration of the pt's state of health was reported.